Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter stated the lens remains implanted. The reporter felt a possible cause of the event may be due to the pis. The patient has a lot of pigment (has a dark iris) and this may be clogging the angles. The patient is taking steroids for the pressure and the va is 20/40.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens bilaterally. The reporter indicated the lens had excessive vaulting and the patient was experiencing uncontrolled intraocular pressure. The plan is to explant and exchange the lens.

Manufacturer narrative:
Method: medical review. Results: per medical review - according to the information received on 05/16/2014, from the implanting surgeon, the previously reported event (excessive vaulting and subsequent elevated iop) was not attributed to the device but to the combination of patient related factor (lot of naturally produced pigment that clogged the angles) and procedure related factor (non-patent pis). Patient was medically treated for eye pressure. Lens remains implanted and va was 20/40. This report from the doctor correlates with the literature review, that chronic pigment dispersion is recognized as a potential cause of increased iop that could be related to pre-op laser iridotomies and therefore, not icl related in origin. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event is a combination of patient related factor (lot of naturally produced pigment that clogged the angles) and procedure related factor (non-patent pis). The event was not icl related in origin. (B)(4).

Manufacturer narrative:
(B)(4) - intraocular pressure rise. Size incorrect for patient. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).